Event description:
It was reported that the pt suffered from meningitis before implantation of his cochlear implant. Because of this, the pt also had ossification, and during implantation the standard electrode array could only get inserted up to 4 - 5 electrode channels. It was tried to adjust the fitting map, but the pt could not get any benefit. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.